Manufacturer narrative:
(B)(4). The homechoice device was returned and an evaluation was completed. An external/internal inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device passed the electrical test but failed the rite functional test due to therapy monitored volume failed. Upon conclusion of the investigation, the cause of the failure was determined to be deteriorated piston foam and crack door piston. The piston foam and door piston were scrapped. A service history review was performed and revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. Device failed during evaluation, no patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.